Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and suffered a cardiac tamponade which required 250mls drained and prolonged hospitalization. The report indicated that the surgeon is an experienced user of thermocool smarttouch sf catheter and found it difficult to maneuver the catheter and the curvature seemed to work opposite to usual on carto system. Due to this issue, the physician found it hard to maneuver the catheter. Both wide area circumferential ablations (wacas) were completed, and successful block was confirmed. The patient experienced discomfort in the recovery within 1-3 hours after the procedure and was as brought back into the lab. It was discovered that the patient had a pericardial effusion, 250mls were drained. According to staff, the patient recovered well. Additional information was received on 29-sep-2025. This adverse event was discovered during use of the product, consultant noticed during pulmonary vein isolation (pvi) case. The physician¿s opinion on the cause of this adverse event was that felt as though the incorrect indication of the curve could have been a factor. The intervention was provided with a pericardial tap. The patient required extended hospitalization because of one extra day in the hospital but has been discharged. The energy source when the adverse event occurred was radio frequency (rf). The procedural act was above 300. No catheter exchanges occurred during the procedure. Two transseptal puncture sites were performed during the procedure. Additional information was received on 06-oct-2025. Patient experienced issues 1-3 hours after procedure, surgeon found item difficult to maneuver during the surgery.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 26-sep-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and suffered a cardiac tamponade which required 250mls drained and prolonged hospitalization. In addition, the report indicated that the surgeon is an experienced user of thermocool smarttouch sf catheter and found it difficult to maneuver the catheter and the curvature seemed to work opposite to usual on carto system. Due to this issue, the physician found it hard to maneuver the catheter. The device evaluation was completed on 24-oct-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed, and the curves deflecting within specifications. No deflection issues were observed. In addition, the other device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During further review on 25-nov-2025, updated the h6. Medical device problem code from "positioning problem (a1502)" to "insufficient device problem information (a26). The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 26-nov-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. Then, the device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).